Event description:
The adverse event took place in singapore, with the first surgery performed on (B)(6) 2025. On (B)(6) 2025, proximal screw back out was observed. The surgeon responded by scheduling the removal of the implant.